Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Twenty-five (25) unused samples were provided for evaluation. From the returned samples, thirteen samples underwent visual inspection, and no visual defects or discrepancies were detected. Additionally, five samples were luer taper tested with passing results. Thereafter, the sample five samples were subjected to a functional leakage test following design input requirements, by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicated no leakage from the tested samples. Based on the investigation findings, the tested samples met internal specification; therefore, the reported defect was not confirmed to be due to the manufacturing process. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformance's were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: end user has found several lot #s that have bubbles in the arterial line. Teammates have complained that quality of the bloodlines have changed but visually, we are not able to determine if the bloodline will cause the bubbles in the arterial line until it is in use. Fortunately, we have not had any adverse patient incidents.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.